Event description:
Device 2 of 2. Reference MFR report#: 1627487-2014-01071. It was reported the patient fell and since the fall she has experienced a change in stimulation and an undesired sensation. All impedances were normal. Parasthesia was not established in the painful areas of bilateral feet. X-rays revealed lead migration. The right lead has moved below three vertebral levels and the lower end of the leads appears to be out of the epidural space. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.